Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Customer¿s blood glucose was 195 mg/dl.